Event description:
It was reported that revision surgery took place to replace patient's implantable neurostimulator (ins) due to overdischarge/ end of service (eos). It was noted that recovery of that ins was attempted with physician mode recharge (pmr) but it "never came back." The patient was noted to be "doing well" and receiving effective therapy.

Event description:
Additional information received reported that the implantable neurostimulator (ins) replacement was due to routine end-of-service (eos), or normal battery depletion. The reporter was unaware of any prior over-discharge events. It was stated that the patient did not have problems charging or using her device until (B)(6), the month before replacement. No further information was provided.

Manufacturer narrative:
Product ID 3998, lot# v009060, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).